Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the equipment is faulty and most times it does not work". There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support and no further information was able to obtained.